Manufacturer narrative:
Continuation of section 10: 419488 lead, implant date: (B)(6) 2013, 694765 & 5076-52 leads, implant date: (B)(6) 2008. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the ventricular assist device (vad) exhibited above normal power and suction alarms. The patient called the clinic stating that brief multiple high priority alarms could be heard. It was also reported that the patient was not symptomatic during these alarms, and all connections were secure at the time. The patient went into the hospital to get log files interrogated and there were no alarms seen on the monitor other than the frequent suction alarms. A high priority alarm was played for the patient and the patient stated that is what the alarm sounded like, an ambulance sound. Review of the vad log files showed that no high priority alarms were seen, no concerns with the batteries or controller, and no vad stops had occurred. It was noted that the vad was running fine, and the speed was kept fairly low at 2300rpms. The patient was advised to pay attention to the time of day the alarm was occurring and if able to capture the display on the controller with what alarm was seen. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a correction to h6. Product event summary: (B)(6) was not returned for evaluation. Log file analysis revealed a consistent increase in power consumption, leading to parameters above the normal operating range, since (B)(6) 2023. In addition, several instances of intermittent suction were observed within the analyzed period and seventy one (71) suction alarms were logged since (B)(6) 2023. As a result, the reported high power and suction events were confirmed. Of note, the patient was not symptomatic. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, possible root causes of the high power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotatio nal speed, and/or patient related factors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.